Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR# 2134265-2011-00781. It was reported that post a stenting treatment procedure in-stent restenosis and stent under-expansion was discovered. In (B)(6) of 2006, a taxus express2 stent was implanted in the right coronary artery. Five years later the patient presented with a 70-80% stenosed, severely tortuous and calcified mid rca. The previously implanted taxus express2 stent appeared to be under deployed and possibly restenosed. Rotational atherectomy was performed in the lesion and then a 4.0x15mm nc quantum apex balloon catheter was advanced to the lesion for post dilation. Upon the first inflation to 24 atms for 20 seconds the balloon ruptured. The balloon catheter was removed from the patient and angiography confirmed no dissections. The patient was watched for five minutes and final angiograms confirmed no changes. The procedure was ended at this point with no additional patient complications reported. The patient's current condition is stable.